Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that during the procedure, the tct75 stapler fired partially. A 2nd tct75 was used to complete the case. There was no consequence to the pt. 04/16/1999 rep called back and stated that "fired partially" means the device locked out.